Event description:
In 2007, the sales rep reported that during a non-surgical event, the driver was found to be sticking. In early 2008, during functional testing of the returned device at abbott spine, it was determined the driver would not mate with a screw due to tip damage. The device was not sticky as previosly reported. There was no associated surgical event nor any report of pt injury.

Manufacturer narrative:
The results of the device history review indicate the part met specifications. Functional testing of the returned device found the driver would not mate with a screw. Visual inspection found the prong tips are bent/damaged in a clockwise direction, indicating the driver was used for hardware removal. The intended use for the 2153 driver is to insert hardware only. The surgical technique precautions were clarified against using the driver for hardware removal in 2007.